Manufacturer narrative:
No complaint was received with the return of the lead. Failure event observed during analysis. A complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion that breached the outer insulation and separated/abraded all the outer coils filars. The external abrasion is consistent with friction to another device or features of the heart.

Event description:
This report is to advise of an event observed during analysis.